Event description:
A peritoneal dialysis pt reported a leak in eth cassette door and on the ground. The leak was noticed after treatment. The pt's effluent was clear, and no prophylactic antibiotics were used. The sample was not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling. Material, and process controls were within specification.